Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead exhibited low high-voltage impedance and undersending with a confirmed fractured. The rv lead was replaced, and remains in use. No patient complications have been reported as a result of this event.